Event description:
Customer reported a failure at the light head in or #1 with the casing fracturing possibly creating the potential for the casing falling onto the pt. There was no pt involvement, and no injuries reported. (B)(4).

Manufacturer narrative:
A maquet field service technician inspected the device, replaced the fractured casing with a new one, and returned the unit to service. This investigation is on-going and the results will be included in a follow-up report. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.